Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with injection (inj) vancomycin (intraperitoneally (ip), 1 gram, once in 5 days, duration not reported) and inj. Amikacin (ip, 125 gram, once a day, duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, as the patient was not improving from the peritonitis event, the peritoneal dialysis (pd) therapy was discontinued and the patient¿s pd catheter was removed. Subsequently, the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.